Event description:
It was reported that upon deployment of an ivc filter, two of the filter arms failed to completely open and it appeared that wrist anchors were locked around one another. An attempt was made to release the filter arms with a pigtail catheter; however, this was unsuccessful. There was no other intervention and the filter remains implanted. No report of injury to the pt.

Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the qc testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. The filter remains implanted and the delivery sys was discarded by the user facility. Therefore, a sample eval could not be performed. The investigation is currently underway.